Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 13, 2016 that a wallflex biliary uncovered stent was to be used in the bile duct to treat a pancreatic head mass during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, the physician was able to fully deploy the stent; however, upon removal of the delivery system, the delivery system pulled the stent completely out of the patient¿s body. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.